Event description:
During a routine declotting procedure a portion of the nitinol framework of the device detached and was removed with the declotting device. The loose portion of the device was completely removed and there was no reported harm to the patient.